Event description:
It was reported that the patient underwent a pump replacement due to battery depletion. The catheter was also replaced at that time due to an unspecified "malfunction". No patient symptoms were reported. The explanted catheter was comprised of 2 different catheter segments; one of them was from a different manufacturer. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results - used for the catheter.